Event description:
Reporter indicated that patient was in the hospital for three weeks and in that time an external defibrillator was used. Subsequent diagnostics testing revealed high lead impedance, indicating a lead malfunction. Patient later underwent a full revision surgery. Explanted lead and generator were returned to manufacturer, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.